Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. The patient experienced and elevated blood glucose level of 250 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.